Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one year post implant, the right atrial (ra) lead exhibited possible intermittent far field r-waves (ffrws) on current and stored electrograms (egms), appearing to have caused false detection of episode. The ra lead remains in use. No patient complications have been reported as a result of this event.